Event description:
It was reported that during a laparoscopic cholecystectomy, a small piece of the insulaion fell off into the pt and was not found, irrigation and suction were used. Case completed with a like device.